Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to non-union, loss of correction, and pain. Additionally, it was also reported that the distal screws on the dorsal plate were backing out of the bone as well. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to non-union, loss of correction, and pain. No other patient outcomes were reported as a result of this event. Additional information indicates the distal screws on the dorsal plate were backing out of the bone as well. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, it is possible the screw that backed out was not completely locked into the plate during initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate.